Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no image or color bars on the high definition lcd monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, it is surmised the reported event occurred due to incorrect input settings of the device. The event can be prevented by following the instructions for use: high-definition lcd monitor oev262h instructions for use (6. Troubleshooting, 6.1 troubleshooting guide no image. P39). Olympus will continue to monitor field performance for this device.